Event description:
It was reported that during recovery following implant, elevated threshold and poor pacing on the atrial lead was noted. Under imaging, it was confirmed that the lead position did not change. Due to the patient's physical condition, no changes or interventions were reported. The patient was discharged and will be monitored.